Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the premature curing of the cement (p/n: 3070040) occurred during the tka surgery on (B)(6) 2019. As a result, the surgeon had to remove the cement from implant on the femoral side and used another cement. The surgery was delayed by less than 30 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the premature curing of the cement (p/n: 3070040) occurred during the tka surgery on (B)(6) 2019. As a result, the surgeon had to remove the cement from implant on the femoral side and used another cement. The surgery was delayed by less than 30 minutes. No further information is available. Retained samples of the lot number in this complaint were conditioned and tested in a temperature and humidity controlled laboratory (see attachment ¿(B)(4) re-test results.pdf¿). The cement mixed as expected, with a mean dough time of 3mins 04secs, a mean setting time of 11mins 13secs, and the end of working time of 8mins 47secs. These results are as expected, and do not confirm the complaint description. The reported failure was not repeated in the testing of the retained samples of this batch. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 8 was reviewed, and fast setting cement is recognised on lines 72, 73, 74, 75 and 175 (see attachment ¿(B)(4) extract from dva-107020-fde.pdf¿). In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot :device history reviewed: 0 non-conformances on lot number 8927803. Final micro and sterility tests passed. Device history batch: null device history review: null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.